Manufacturer narrative:
As received, the device was at end of service (eos). Review of the device image noted autocapture feature enabled and intermittent high output mode (hom) events. When automatic settings are programmed, such as autocapture, the device output will adjust itself to accommodate patient¿s pacing needs. Hom events can drain the battery further, and this in turn affects the longevity of the device. A longevity calculation was performed, and the device was within its expected longevity requirements. The pacemaker was functionally tested on the bench and normal device characteristics were noted. No anomalies that would have contributed to early battery depletion were identified during testing. The reported field event of premature battery depletion was not confirmed.

Event description:
It was reported that the device reached end of life (eol) prematurely. Premature battery depletion was suspected. The device was explanted and replaced and the patient was stable with no consequences.